Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: "only a few minutes total running time" until failure with buzzer-alarm.

Manufacturer narrative:
The logfiles have been analyzed and the internal as well as the external batteries have been sent for investigation to (B)(4). The date of event was long ago, therefore it was not possible to find any entries for that date as it was already overwritten. The batteries were checked in our lab. Under a standard breathing algorithm they have been completely charged and then discharged. The external battery was working for 36 minutes and subsequently the internal battery for 54 minutes. Thirty one minutes after the internal battery has been activated, the high priority alarm ¿battery discharged¿ was generated. The ventilation continued for another 23 minutes. It can be concluded that the external battery was out of specification. However, the device reacted in accordance with its safety concept, generated a low priority alarm and switched to internal battery to continue the ventilation.

Event description:
.